Event description:
On 12/16/92 a device was implanted. On 6/23/95 the balloon and cuffed were revised. On 9/4/95 the cuff was removed. On 11/30/95 the cuff was reimplanted and the balloon was replaced. On 1/10/97 the cuff was removed from the pt and replaced due to recurring incontinence.